Event description:
Boston scientific was notified that during a procedure of a wide neck basilar tip aneurysm the sentry balloon catheter burst when first inflation was made. No complications with the pt were reported during this event. The product was lost and is unavailable for evaluation.